Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp for support of a patient admitted in need of a pci (percutaneous coronary intervention) for mvd (mitral valve disease). The team attempted three times to deliver the cp via the long 25cm sheath but failed to deliver and so they replaced it with the short sheath. The team delivered the pump without issues with the short sheath, but 5 minutes into procedure it was discovered the pump was deep. The us complainant attempted to pull back on the pump and reinsert, but was unable. It was then decided that the pci be completed without support. Upon completion of the pci it was noted that both impella sheaths were kinked.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the positioning issues, introducer damage, and difficulty inserting issues has been completed. Pump was not returned for investigation. Clinical information provided mentions that the pump was found deep and pulled out into aorta and attempted to re-implant but was unsuccessful. Unknown if it was a wireless re-access but imaging was done. Therefore, the root cause of the positioning issue was most likely use related to improper technique. At explant, the short introducer was found to have a kink just like the long sheath. As per clinical details, the patient had a 5cm femoral artery which was likely the cause of the kink. Therefore, the root cause of the introducer damage - mechanical issue was a introducer sheath kink due to patients long femoral site. During pump insertion through the long sheath, 2 attempts failed and the long sheath was replaced with short one. The sheath had kinks at explant which was likely due to long femoral artery. Therefore, the root cause of the difficulty inserting pump through introducer issue was a introducer sheath kink due to patients long femoral artery.